Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report.(B)(4).per results of investigation, carefusion service technician was able to verify customer¿s reported problem ¿vent has a blank screen.¿ the ventilator was tested with a known good ac adapter connected. The service technician powered on ventilator and noticed lcd display was dark. The ventilators display was not visible. Upon visual inspection, the service technician found inverter board component j1 was burned. The hybrid board component jp304 had burned pins and wire labeled xv of lcd display had a burned pin. The service technician will replace the hybrid board, inverter board, and lcd display.

Event description:
The customer reported model palmtop ventilator (ptv) enve has a blank touch screen. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.